Event description:
A malfunction was reported on a customer's pump, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happens again, which the customer acknowledged and understood.